Event description:
It was reported that impedances read >10,000ohms. At implant two weeks prior to the report, impedances had been >10,000ohms. It was felt that something was not connected. The patient was only feeling light stimulation in specific areas. The stimulation did not cover the patient's whole coverage area at the same time. No explant was performed. It was noted that the patient recovered without permanent impairment.

Manufacturer narrative:
(B) (4).